Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information such as explant date. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, the patient underwent surgical intervention, wherein the scs system was explanted and replaced for an unknown reason. No further information is known at this time.